Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead screw would not extend. It was further reported that the lead was dislodging. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended/retracted, and extension/retraction turns is within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was difficult to place.